Event description:
The patient reportedly had no sound percept following head trauma after a fall (date not given). The patient was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the patient's device was no longer functioning. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.